Event description:
It was reported that the user experienced an alert 39 indicating an insulin shaft encoder failure associated with a mechanical problem, leading to an empty cartridge alarm and interruption of insulin delivery; the user was counseled to avoid placing infusion sets on or near a surgical scar, performed a supply change to resume insulin delivery, administered a subcutaneous insulin injection as back-up therapy, and recorded glucose up to 420 mg/dl with elevated levels for several hours and trace ketones. Symptoms included hyperglycemia and thirst. Outcomes included no health consequences or lasting impact. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.